Event description:
Report received of an under-delivery. The pump was programmed to deliver an unspecified concentration and container size of mesna, at a continuous rate of 43ml/hr on the primary line. The infusion began on the day before the event at 2025. On event date at 0630, the family notified the nursing staff that they were concerned about the infusion rate. The pump display read that only 150ml was infused in 10 hrs. The physician was notified and the therapy was continued using a replacement pump. The rate of the infusion was increased to 125ml/hr so that the infusion would finish in 3 hrs. There was no reported adverse pt effect. Though requested, no further info was available.